Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download was retrieved and passed. The receiver passed all relevant tests on functional test station. Passed 'try it','fixed low' test audio tone was heard (without intermittence) at normal volume when tested with receiver communication tool : 7.0.0.75(low,medium,high).opened receiver,passed internal visual inspection. Speaker measured 7.5 ohms.(within tolerance)passed 'wiggle' test. The reported event of an intermittent audio output was not confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.